Manufacturer narrative:
Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number compared to an unknown laboratory method. At 7:43 am the meter result was 5.5 inr. At around 2 - 3 hours after the meter result, the result from the laboratory was 4.2 inr. The customer therapeutic range is 2.0 - 3.0 inr. The result in question was reported to the customer's doctor. Based on the laboratory result and a previous laboratory result on 07-aug-2019 (data not provided), the doctor told the customer to withhold their coumadin dosage for the day. The customer is anemic. Their hematocrit was not provided. The customer's coumadin dosage has been changed.

Manufacturer narrative:
The customer's meter and strips (1 strip) were returned for investigation. The returned product and retention product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.5 - 3.9 inr): returned strip: qc 1: 2.8 inr. Retention strips: qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The result alleged by the customer was observed in the meter¿s patient result memory, but the date in the memory was (B)(6) 2019.